Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away at home. The caller stated that the cause of death is unknown. The customer's blood glucose at the time of death was 97 mg/dl. The last recorded blood glucose value was on (B)(6) 2015 at 8:17 pm. The customer was wearing the insulin pump at the time of death. The customer was using sensors. However, was not wearing one at the time of death. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
This additional information is being provided after new information became available. Our original medwatch report was submitted with missing details. The additional information has been provided.

Event description:
The customer's mother was contacted and she mentioned that, as of now, the customer's cause of death is unknown. She also mentioned that, over the past four years, off and on, the customer would experience dangerous low blood glucose levels after changing the reservoir and going through the priming process. The mother stated that the customer was not connected to the insulin pump when the prime process was performed. The mother stated that she has pages of observation regarding the customer's insulin pump use that she would like to send. She stated that she has typed a few pages of things that she has observed as well as a week's worth of recordings of the customer's sg vs bg values. The mother was offered to perform a carelink upload of the insulin pump in order to properly load the data, however, she declined. She agreed to send the pages via e-mail.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was returned with an (B)(6) battery. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and broken belt clip slot. Data analysis: the download history file shows data from (B)(6) 2015 however, there is no data listed for the dated of (B)(6) 2015 date of death.